Manufacturer narrative:
Correction: b3: date of event. Manufacturer¿s investigation conclusion: a specific cause for the patient's infection and sepsis could not be conclusively determined. Additionally, direct correlation between the device and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B is currently available. Section 1, "introduction," lists infection, sepsis, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to renal failure and sepsis. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The source of infection was driveline (serratia). Positron emission tomography (pet) scan demonstrated uptake in the region of the apical component of the device extending into the lingula. Serratia marcescens was identified and had colonized for 2 years. The patient experienced supratherapeutic international normalized ratio (inr), diarrheal illness, and a c-reactive protein (crp) that was greater than 200. For treatment, 'ID input' and meropenem were performed. The renal dysfunction was underlying pre-left ventricular assist device (lvad) and was not determined to be related to device. Baseline estimated glomerular filtration rate (egfr) was 34. Egfr was 27 at time of admission and the patient had an acute kidney injury on background of chronic kidney disease related to sepsis. Symptoms included diarrheal illness for 8 days prior to admission, lethargy, generalized abdomen pain (fecal pcr negative), and episodes of delirium at end stage. Patient was palliated. The device operated as expected.